Event description:
No further description of event. There are no known relevant events prior to and subsequent to this alleged malfunction. The distributor reported this event. Eval by a health care professional is not applicable.

Event description:
Distributer alleges monitor failed to alarm during an apnea event, saying it did not alarm at all.